Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 07-jan-2025 against "lot number 6012930 and similar malfunction code(s) soft cannula bent/kinked/crimped after removal -blockage, the review confirmed that lot 6012930 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 07-jan-2025 against "lot number" criteria equal 6012930 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012930 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12 on 28/apr/2023, with a total of (B)(4) units. Assembly lot: the lot 5d01277 was assembled according to wi version 29 on-line inspection for assembly of quick set on 26/apr/2025, with a total of (B)(4) units. The lot 5d04740 was assembled according to wi version 29 on-line inspection for assembly of quick set on 26/apr/2025, with a total of (B)(4) units. The lot 5d05086 was assembled according to wi version 29 on-line inspection for assembly of quick set on 28/apr/2025, with a total of (B)(4) units. The DHR review indicated that during outgoing test 9, one sample was found to have a crocked needle. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012930 and related malfunction codes for bent cannula. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. (B)(4).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced hyperglycemia and diabetic ketoacidosis event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025 due to bent cannula. The duration of hospitalization was less than 24 hours. The blood glucose level was 521 mg/dl at the time of event and the patient got treated with insulin pen.the patient was tested positive for ketones and the value was 2 mmol/l.the patient experienced the symptoms of abdominal pain and diarrhea at the time of the event. No further information available.